Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1789j-cp internal brace implant system had an issue. During a ligament repair procedure with an internal brace augment on (B)(6) 2022, when the surgeon was inserting the anchor, the anchor body broke inside the patient and all fragments were fully removed. An ar-2324bcc suture anchor, bio-composite swivelock, lot number unknown, was used instead to complete the procedure successfully with no harm to the patient. The device was discarded by the facility and no pictures were taken.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.